Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was not capturing at max outputs. There was no observation of pacing inhibition for greater than 2 seconds and impedance measurements and sensing were good. A lead revision was done and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was not capturing at max outputs. There was no observation of pacing inhibition for greater than 2 seconds and impedance measurements and sensing were good. Fluoroscopy found the lead to be dislodged. A lead revision was performed and the lead was repositioned and remains in service. No additional adverse patient effects were reported.